Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018 after duodopa tubing implantation, the patient developed peritonitis. The patient was in the reanimation unit and required ventilation. No further information was available.

Manufacturer narrative:
Reference record (B)(4). Additional information added: if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 06 sep 2018: on (B)(6) 2018 the gastrojejunal probe had been placed (jejunal tube/j tube). On an unknown date after the j tube placement, the patient experienced peritonitis associated with septic shock and acute respiratory distress syndrome. The patient was admitted to the intensive care unit (ICU) and was intubated and required respiratory ventilation. The patient had first experienced symptoms of abdominal pain and inflammatory syndrome, with subsequent vomiting and purulent discharge from the stoma. On an unknown during an unspecified surgery for the peritonitis, the j tube was removed. In (B)(6) 2018 the septic shock had resolved. On (B)(6) 2018 the patient was transferred from the ICU to the "reanimation" department. On an unknown date, the patient was transferred from the ICU to the neurological unit. In (B)(6) 2018 the acute respiratory distress syndrome, inflammatory syndrome, and peritonitis had resolved.